Manufacturer narrative:
Product event summary: analysis found that the epg's upper and lower case, keypad flex, encoder switch assembly, main printed circuit board (pcb), battery drawer and one knob were contaminated. The display flex was also found to be contaminated, as was the test access label. The battery drawer would not close. Additionally the red and white display wires were pinched, and the insulation was compromised. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.